Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was found to have a high sensing integrity count (sic) indicating possible oversensing. Additional information received indicated that noted through a carelink transmission was that the lead had an increase in sensing integrity count (sic) suggesting possible oversensing. The lead remains in use. No patient complications were reported as a result of this event.